Event description:
The complainant reported to boston scientific (bsc) on january 9, 2007, that a female patient (age unknown) underwent cold biopsy diagnostic procedure. The radial jaw 3 forceps was utilized within the 'abdomen.' During the procedure, the forceps took "copious amounts of tissue and caused the patient to bleed." The bleeding was stopped without patient complications. The procedure was completed using the same device.

Manufacturer narrative:
The customer indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.